Event description:
Medtronic received a report that when using a dense mesh stent to treat an aneurysm, the stent tip could not be opened. After multiple attempts, it still could not be opened. Another system was used and the operation was successfully completed. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for dense mesh stent for aneurysm treatment of a saccular, unruptured c6 aneurysm with a max diameter of 8.9 mm and a 5.6 mm neck diameter. The landing zone was 4.5 mm distal and 4.35 mm proximal. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was vascular patency. The access vessel was the femoral artery with a diameter of 5.6 mm. Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open. They retrieved and deployed the device again, but the stent could not be opened.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the phenom 27 catheter and pipeline flex device were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was found cut at the strain relief. No voids or flashes were noted on the hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: there was no complaint against the phenom 27 catheter. The phenom 27 catheter was observed to be cut at the strain relief. However, the cause could not be determined. This event/device is reported at this time based on analysis results which indicate a reportable finding for a device that was non-complaint prior to analysis. It appears most likely that the customer cut the catheter intentionally, however, the device is reported conservatively out of an abundance of caution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The returned phenom 27 microcatheter was found to be cut at the strain relief, but there was no device issue reported for the catheter. It has been confirmed that the cut was not caused intentionally by the doctor or surgical staff, and it was not the result of any cutting by medical personnel.